Event description:
A caller reported a malfunction on their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. Technical support provided instructions for resetting the pump and successfully assisted the caller with the process. The malfunction did not recur after the reset, and the customer was instructed to contact support again if the issue reappears, which they acknowledged and understood.